Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for damage to the pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic right ovarian cystectomy procedure, the teflon pad partially detached from the jaw, exposing metal underneath the pad. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another thunderbeat device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results. The evaluation confirmed the customer complaint for damaged tip with detached teflon pad. The teflon pad was found partially detached, exposing metal underneath the pad. There was no damage to the probe.